Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the subject meter was displaying the battery indicator icon. When the reporter replaced the battery, the meter no longer powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.